Manufacturer narrative:
No reported patient or surgical involvement. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted or explanted. Initial reporter hospital contact number: (B)(6). Product investigation summary: the returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to be fractured and missing a segment of approximately 5mm x 1.5mm. Additionally, the tip was found to be deformed and cracked. No definitive root cause was able to be determined; however, the failure mode is likely contributable to the application of excessive force/rough handling over five (5) years in the field. The returned 4.0mm cannulated hexagonal screwdriver is a common trauma instrument and is noted in several system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system, the returned driver is one of four instruments intended for screw insertion. The returned instrument was examined and the complaint condition was confirmed as the cannulated tip was found to be fractured and missing a segment, approximately 5mm x 1.5mm, which was not returned. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A design change addressed the issue of tip breakage due to the shaft material. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 17, 2011. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was originally reported that a screwdriver tip was worn. This event did not have any patient or procedural involvement. Upon evaluation of the returned device, which was completed on february 19, 2016, it was determined that the tip of the instrument was actually fractured and missing. Therefore, the reportability rationale was re-assessed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.